Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. Visual examination of the provided photograph confirmed the reported event. The smaller poster was broken off the instrument. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cr insert trial got stuck during removal and extra force was required to remove it causing the size6 cr trial insert to break. There was no delay in the operation, the trial was tagged as damaged, and sent for decontamination. The trial was part of a consigned tray at fremantle hospital. Was surgery delayed due to the reported event? No. Action taken when event occurred? As trial was no longer needed it was removed from the patient and tagged as damaged to be sent for decontamination. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences no. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study: unknown, ip(B)(6). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.